Manufacturer narrative:
Customer / biomed resolved.

Event description:
Philips received a complaint on the heartstart mrx indicating that the battery was exhausted. There was reportedly no patient involvement. The customer evaluated the device and it was determined that this was a malfunction of the battery. The customer ordered a replacement battery to resolve the issue. The device remains at the customer's site. No further action is warranted at this time.